Manufacturer narrative:
Awaiting additional information.

Event description:
Source of complaint: french regulator (ansm) events of hemoperitoneum following follicular puncture, requiring laparoscopy for hemorrhage control, coagulation, and autotransfusion. A number of less severe cases of hemoperitoneum also occurred in the operating room. A possible association with the cook vacuum pump (reference k-mar-5200, serial number (B)(6) is being investigated by the user facility. According to the doctor, a recent change to this pump appears to result in less hemoperitoneum. This (B)(4): date of event: 08 nov 2025: hemoperitoneum following follicular puncture, requiring laparoscopy for hemorrhage control, coagulation, and autotransfusion. (B)(4): date of event: 20 jan 2026: hemoperitoneum following follicular puncture, requiring laparoscopy for hemorrhage control, coagulation, and autotransfusion. (B)(4): date of events and lot numbers of devices used unknown. A number of less severe cases of hemoperitoneum occurred in the operating room. (Qty of 3 used as a placeholder pending additional information)